Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer received a threshold suspend alarm after checking their blood glucose reading. Customer's blood glucose level was 135 mg/dl and sensor glucose was 56 mg/dl. Differences between readings are not within an acceptable range. Customer will monitor and call back if the sensor needs to be changed. Customer also received a lost sensor alarm. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.